Event description:
Affiliate reported customer was hospitalized for diabetes ketoacidosis. It was also reported the customer noticed that the basals were set to zero. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.